Manufacturer narrative:
Product ID: 3987a60 lot# n199008, implanted: 2010 (B)(6), product type lead product ID: 3987a60 lot# n199008n01, implanted: 2010 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37092 lot# 254640001, implanted: 2010 (B)(6), product type accessory product ID: 3708240 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2013 due to normal battery depletion. It was noted that the patient had been doing well and was receiving adequate therapy since the replacement.

Event description:
It was reported that the patient used the implantable neurostimulator 24/7. It was noted that the patient was not feeling and stimulation in the neck.

Event description:
It was reported that, on the day of report, the patient tried to adjust their stimulation with their patient programmer and received an elective replacement indicator message (eri) and lost stimulation sensation in their neck. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).